Event description:
It was reported that the ilet bionic pancreas generated repeated occlusion alarms which corresponded with progressively elevated blood glucose readings up to 400 mg/dl; the issue resolved only after a full supply change using a contact detach set from a different lot and moving to alternative infusion sites. Customer care provided support which included guided troubleshooting, and education to change all supplies and rotate sites. Investigation of this case revealed multiple occlusion alarms with two contact detach sets from the same lot, no visible mechanical abnormalities in the tubing at the time of inspection, and restoration of insulin delivery after replacement of all infusion components from a different lot. No clinical symptoms associated with hyperglycemia. Outcomes included no injury, and no medical intervention. It was concluded that the high glucose and occlusion alarms were consistent with an infusion set and/or supply-related delivery obstruction that was mitigated by a complete supply change and site rotation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.